Event description:
It was reported that the patient experienced a hemorrhagic stroke few hours post procedure. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed and the patient passed the post procedure neuro check. Between three to four hours post procedure, the patient experienced a hemorrhagic stroke. Further image review revealed blood clots and edema in the right hemisphere and ventricles. Hemorrhage was also identified within the brain parenchyma, localized toward the occipital pole. No intervention was performed and the symptoms have not been resolved yet.